Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0012228220 was returned and analyzed. Visual inspection prior to disassembly and functional testing was performed on the shaft, handle, and dilator. Visual inspection of the shaft area was performed. The inspection identified a shaft kink/twist at approximately 2.5 inches from the tip. The steering mechanism and deflection test were performed. The shaft was bending as initially intended and was bending in the plane. There was no difficulty, no friction, or any noise in the steering mechanism. The insertion of the dilator into the sheath was performed. Unable to lock the dilator luer to the sheath. Further inspection under microscope identified dilator luer damage, which may have caused the dilator to have difficulties locking with the sheath. In conclusion, the sheath failed the returned product inspection due to the kinked shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the sheath could not be assembled. The sheath was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.